Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
There was no moisture found in the battery compartment and inside the pump. Unrelated to the complaint, the display lens leak was found to be leaking during leak test.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue and moisture ingress into the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: investigation could not confirm or duplicate the alleged issue of no vibration. The pump powered on appropriately with functional vibratory and auditory features. The vibration was tested during investigation and was found to be fully functional. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.